Event description:
It was reported that a home patient was connected to the homechoice during the priming process. The technical service advised the care giver that the home patient that they must start over with all new supplies and explained why. The technical service representative advised the care giver that the home patient should never be connected to the homechoice during the priming process and explained why. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the home patient was connected to the homechoice during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.